Manufacturer narrative:
Other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis with broken light emitting diodes (led's) on the printed circuit board (pcb), bent micro switch, rusty heater, corroded drain fitting, stripped interlock block, worn line cord, pole clamp, and enclosure. Started with a visual inspection, then filled the tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was duplicated. The motor in the pump is not running therefore the pump is not pumping water. Faulty pump is the primary problem. Unable to determine who caused the problem. Actions were taken to mitigate the reported issue: replaced the faulty pump. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. E4 is unknown.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 pump is not working. No patient adverse effects reported.